Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical prostatectomy procedure, the clip was not fed into the jaw at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.